Manufacturer narrative:
The subject cot was evaluated, at the complainant's location, by an authorized field technician. A visual and functional evaluation was conducted and it was found the cot and charging system were functioning according to specification; however, the inverter in the ambulance was not functioning properly and was creating a power drain from the cot battery when the ambulance was running idle and not plugged into the shoreline. The manual release of the cot was also evaluated and it was confirmed to be functioning properly. The manual release was not used at the time of incident as only one operator was on the call and this operation requires two operators. No further information was provided on the patient's condition or if the delay in transport had any adverse effect on the patient.

Event description:
It was reported the medic unit arrived on scene for a cardiac arrest patient and, when attempting to unload the cot, the power feature allegedly did not function due to a drained battery. There was only one operator on scene at the time and he was unable to operate the manual feature of the cot and had to call in a second medic unit for assistance in the transport. A delay of 15-20 min was reported. No injuries were reported.